Event description:
New information received notes that the patient tolerated the explant procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a couple of days post implant, the patient returned to the hospital after receiving inappropriate therapy due to oversensing pvcs. X-ray revealed that the lead had dislodged. The lead was repositioned, but later was found to have dislodged again. When further repositioning was unsuccessful, the lead was explanted and replaced.